Event description:
On (B)(6) 2006, it was indicated that an ams "derma matrix" was implanted. It was alleged by the plaintiff's attorney that the plaintiff "suffered injuries including erosion and extrusion, infection, pain, discharge, dyspareunia, corrective surgery, mental anguish, depression and fatigue as a result of her implantation." It was also alleged that the plaintiff experienced a diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.